Manufacturer narrative:
D2b. Common device name: system, blood collection, rna stabilization, rna purification, rt-pcr molecular diagnostic test. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k082150. E.1: initial reporter facility name: (B)(6) university. Investigation summary: bd received a photo for investigation. The attached photo shows the indicated failure mode of fm inside the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using paxgene® blood rna tube, a foreign object was found inside of one tube. No adverse impact was reported regarding the patient or user.